Event description:
A loaner core impaction drill was sent in for repair due to overheating during a procedure. No adverse event was reported; the procedure was completed successfully with another device; no procedure delay was reported.

Manufacturer narrative:
The complainant's concern was confirmed during analysis. The device overheated during quality testing. Further investigation revealed a damaged nose cone. There was no lube in the bearings, the rotor assembly and the drive shaft assembly. The damaged parts were replaced and the device was repaired and returned to the customer.